Event description:
It was reported that the device had tripped elective replacement indicator (eri) and had an expected three months longevity. The device triggered an unexpected charge circuit timeout prior to device changeout. The device battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing excessive charge time as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis found that the excessive charge time likely resulted from a spurious increase in battery resistance induced by li (lithium) severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.